Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that after intubation the nurse was preparing for cutting the papilla, but found the wire on the tip of the device was fractured. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that after intubation the nurse was preparing for cutting the papilla, but found the wire on the tip of the device was fractured. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of wire broke. Visual examination of the returned device revealed that the wire anchor was broken, and the cutting wire was blackened. Additionally, the distal pierced hole was found to be torn and melted, therefore displacing the cutting wire and causing the wire anchor to be dislodged from the extrusion. According with the information reviewed in this case, there is no evidence of a manufacturing issue or mishandling of the device. This type of damage is associated with a known design limitation of the device in which under certain scenarios of usage, the catheter can tear. This is an anticipated failure mode within the risk documentation of the product. The most probable cause for the distal pierced hole to be torn and the wire anchor to be partially dislodged from the extrusion is design inadequate for purpose, since the problems are traced to design/design features of the device that do not support or interfere with the intended purpose of the device. An investigation was completed to address this issue. According to the product analysis, the anchor wire of the returned product was found to be broken and blackened, so it is most likely that a peak of voltage could have caused the failures noted. Furthermore, with regards to the split distal tip, it is most likely that during the procedure the device could have been damaged due to excessive manipulation of the product by the user or the interaction with other devices. Therefore, the most probable cause of this complaint is adverse event related to procedure, since it is most likely that due to procedural factors encountered during the procedure, the performance of the product was limited. A review of the device history record (DHR) was performed and no anomalies were observed. The review confirmed that the accepted device met all manufacturing specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.